Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a lost sensor alert. She did not know the blood glucose reading. She stated that the sensor was fully inserted and flat against the skin. She stated that the alert occurred during the initialization period. She was advised to wait until the period was over. Nothing further was reported.